Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that her blood glucose measured "hi" on her blood glucose monitor this morning and she injected insulin via syringe to lower her readings. Symptoms of elevated blood glucose were thirst, dry mouth, and tired. She stated that she ran out of insulin during the night and she did not have a replacement insulin cartridge to insert into the infusion device. Her target blood glucose range is 80-120 mg/dl. Upon follow up on six days later, the patient stated that her blood glucose returned to normal after receiving her shipment of supplies. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.